Event description:
It is reported that without making rash or unusual maneuver and after a few seconds following the drilling, two consecutive drill bits broke. The distal fragments (a few mm) remained within the medullary canal in close proximity of the tunnel in this nail, effectively prevents further drilling and the application of screw. This happened after applying the intramedullary nail, during the preliminary application of locking screw nail itself, when performing the drilling of humeral cortical bone.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer italy, which markets the device in italy. No product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).